Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the fluorostar system had no live fluoro image displayed. No pt injury was reported.